Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted after having pacemaker mediated tachycardia. The patient's condition post-procedure was stable.